Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The instructions for use (IFU) for the supera peripheral stent system states: the supera peripheral stent system should only be used by physicians and medical personnel trained in vascular interventional techniques and trained on the use of this device. The investigation determined that the reported difficulties appear to be use related. It is likely that mishandling of the device was used during deployment that when the stent was not completely deployed and as such when it is retracted and still attached caused the stent to elongate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, mid-left superior femoral artery (m-l sfa). A 5.5x120mm supera peripheral self-expanding stent system (sess) was deployed by a non-trained physician. While deploying the stent, the deployer was pulling back on the catheter, and elongated the stent. The stent was eventually removed from the vessel via sheath and a non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.